Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. The insulin pump had an intermittent up arrow button due to moisture damage on keypad traces. The insulin pump had cracked belt clip slot, cracked reservoir tube lip, minor scratches on lcd window, cracked case at display window corner, scratched reservoir tube window and stained endcap sticker.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed button error. No significant events leading to the alarm recalled. Blood glucose value was 68 mg/dl; current value is 146 mg/dl. It was advised that the customer discontinue the use of the device and revert to a backup plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.